Event description:
It is reported that a customer's insulin pump was delivering bolus to the customer without any input by the user. The patient's blood glucose level was 240 mg/dl at the time of the call. The customer was informed that energizer aaa alkaline batteries are most effective. The customer was assisted with the issue and was informed that the pump needed new batteries. The customer was informed that a new battery cap will be shipped to them out of courtesy. The customer was advised to call back if the new battery cap did not solve the issue. The customer did not have a tubing clamp to finish trouble shooting. A tubing clamp was sent out to the customer and was advised to call back to finish trouble shooting the insulin pump once they had received the tubing clamp. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.